Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Correction: the correct date of this report is (B)(4) 2013, not (B)(4) 2012 as previously reported this report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report february 4, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report if filed (B)(4) 2013